Event description:
It was reported that upon power-up the programmer displayed a "serious error." Recycling the power cleared the error and it was able to finish the clinic but then it was sent in for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).